Manufacturer narrative:
As reported, after the 6/7f mynx control vascular closure device (vcd) was inserted into the sheath, the sheathing was split along the sealant and exposed the sealant to liquid. The mynx device was removed and another one was used to complete the procedure. There was no reported patient injury. The mynx control vcd was stored as per the labeling and was opened in a sterile field. The device was removed from the package as per the instructions for use (IFU) and was prepared as per the IFU. The intended procedure was a peripheral intervention and used a retrograde approach. The sheath used was a cordis device. The device storage temperature did not exceed 25 °c. There was no excess force applied during insertion. The device was not used in the patient. A non-sterile 6/7f mynx control vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that all the buttons and the sealant sleeve remained in the manufacturing position. The introducer sheath was not returned with the device and the sealant was found inside the sealant sleeve. Visual inspection at high magnification found that the sealant sleeve at the distal end of the catheter was slightly split opened and the sealant appeared to have ¿swelled¿. This increased profile condition may have contributed to the difficulty during insertion. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. A device history record (DHR) review of lot f1827703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced could not be conclusively determined through analysis, especially without return of the sheath. Based on the information available for review and the product analysis, handling factors or the condition of the sheath (although not returned and not reported as damaged) may have contributed to the sealant swelling up and increasing the profile, which can cause resistance during the insertion step. The mynx control device is manufactured with a slit at the end of the catheter cartridge tubing, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the cartridge and the outer sealant sleeve is designed to protect the sealant from exposing prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, after the 6-7f mynx control vascular closure device (vcd) was inserted into the sheath, the sheathing was split along the sealant and exposed the sealant to liquid. The mynx device was removed and another one was used to complete the procedure. There was no reported patient injury. The mynx control vcd was stored as per the labeling and was opened in a sterile field. The device was removed from the package as per the instructions for use (IFU) and was prepared as per the IFU. The intended procedure was a peripheral intervention and used a retrograde approach. The sheath used was a cordis device. The device storage temperature did not exceed 25 °c. There was no excess force applied during insertion. The device was not used in the patient.